Event description:
It was reported that the patient's l2 lead migrated, and the patient was experiencing ineffective stimulation from their l1 and l3 leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and the l2 lead was replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.